Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive events with an infusion set as it fell off during use after being used for 2 days. Patient confirmed to be bathing at time of event. Patient confirmed use of infusion IV 3000 as an adhesive aid. Patient's blood glucose at the time of event was 64 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.